Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 200-350mg/dl fasting. Verified the strips expire 11/21/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(4). Customer is concerned with all results below expected range of 200-350mg/dl. Customer was admitted to the hospital due to a non diabetic related issue. (Customer did not disclose the reason for being admitted to the hospital). While in the hospital customer states that the hospital checked his blood sugar periodically and states his blood sugar would not go below 200mg/dl even after being injected with insulin. Customer was discharged and tried running a test on his meter and states that the meter never read above 200mg/dl and feels the meter is not accurate.